Event description:
The rod broke insitu in the patient. Unable to identify product code or lot number as the details were cut off each end and discarded when cutting the rod to size in the primary surgery.

Manufacturer narrative:
The rod was returned to the complaints handling unit for evaluation. The rod was cut at either end, so it was not possible to determine its part number or lot number. Visual examination found a break at the transition from the smaller diameter to the larger diameter. The device was then sent for fracture analysis. The fracture analysis report revealed a smooth and a grainy/rough region and progression lines which are indicative of fatigue failure. A review of the device history records could not be conducted as the lot number is unknown. As the part number is unknown, a complaint trend analysis was performed based on the description and physical properties of the rod. No emerging trends were found requiring further actions. The root cause for the rod breaking cannot be determined from the sample and the information provided. Per the results of fracture analysis, a probable root cause is fatigue failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.